Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer had blood glucose values above 500mg/dl and was not able to get it down. Customer had blood glucose values of 511mg/dl, 529mg/dl and 556mg/dl. Customer treated by bolus and syringe. Insulin pump will not be returned for analysis.